Event description:
The user facility reported to olympus that there was a temporary image loss with the subject device during an unspecified procedure. After the image was restored, a perforated bowel was discovered. The reporter was advised by the physician that they were unsure if the injury was due to the image loss, or due to the patient's anatomy. The patient was sent to a hospital for a colectomy, as a result. Three attempts were performed to obtain additional information, including the patient's current status, but no response was received from the customer.

Event description:
The customer provided clarifying details regarding the reported event. The insufflator was set on high; the irrigator was also on the highest flow setting. The surgeon does not believe the insufflator or irrigator played a part in the bowel perforation. The team cleaned the scope as per normal routine/process. The team did not perform any additional troubleshooting after the case.

Event description:
According to customer, the patient is stable and was discharged home from the hospital on (B)(6) 2022. The procedure was a colonoscopy; indication personal history of colon polyps. Temporary loss of image occurred in the middle of the procedure as the physician stopped advancing/manipulating the scope. The image was fluctuating "in and out." Initially the staff changed the pig-tail, and still had no image. The staff then tried our second endoscopy tower, which initially had an image but after about 45 seconds the image started to go "in and out" again. The staff tried the same scope on their backup endoscopy tower and still had a loss of image. That is when the staff got a new scope which worked properly on the original tower. In total, the image was lost for a few minutes. There were no endo therapy accessories being used during the procedure at the time of the image loss (such as biopsy forceps, lithotripter). While the staff troubleshooted, the scope was not advanced or positioning changed inside the patient, an angle was not being applied nor was the scope removed from the patient until the image was restored as the physician initially did not feel it was safe to withdraw the scope without an image the customer stated, the physician believes the perforation, which occurred in the sigmoid colon, was related to the loss of image. The physician had already reached the patient's cecum, and was ready to begin the withdrawal process at the time of the loss of image. Per the operative record: "findings: more than 50% opening seen at the level of sigmoid colon at the rectosigmoid junction. Per the physician, due to the perforation being greater than 50%, a colectomy was indicated instead of repairing the perforation. The patient was transferred to the hospital for the colectomy, as according the customer, the facility is a free-standing ambulatory surgical center and they do not perform major surgeries such as colectomies at this facility. According to the customer, the staff test each scope before each procedure to ensure there is an image and that suctioning, insufflation and irrigation are working properly.